Event description:
A us spontaneous report was received from a female consumer, age not provided. Initials anonymized. Medical history and concomitant medications not provided. A consumer stated that she purchased dr. Scholl's freeze away common & plantar wart remover to use on her son's wart on (B) (6) 2008. She reported that when she tried to freeze the applicator, the can "exploded" and "caught on fire" last night ((B) (6) 2008). She stated that she held down the applicator and it ignited after 2 seconds. She stated that she was not smoking when she did this. She stated that it scared her when it happened and she threw the can across the room. She reported that she blew out the flame. She stated that it did not burn her, but her arm was red and stinging. She stated that it "singed the hair" on her arm a little. She reported that the applicator tip and blue cap were on fire and the inside of her purse caught on fire. She stated that her purse was right next to her when she was using the product. Nothing else was damaged.

Manufacturer narrative:
(B) (4)